Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump clock and date were incorrect. Reportedly, the customer had an elevated blood glucose (bg) level of 438 mg/dl. Customer tried to treat elevated bg with a correction bolus via the pump, but the customer went to the emergency room (ER) where they were treated with saline/fluids and insulin therapy and released with issue resolved. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.